Event description:
The customer reported that a blood leak occurred in the centrifuge chamber at 1300 ml of whole blood processed. The alarm #7: blood leak alarm correctly occurred. The customer aborted the treatment. The customer stated that the kit was correctly installed. The customer cleaned the machine. The customer stated that there was no need for a service order as the leak detector was not damaged. On (B)(6) 2015, the clinical services specialist called the customer back in order to obtain further information on the patient. The customer did confirm that the patient was stable after the treatment had been aborted. Photos were returned for evaluation.

Manufacturer narrative:
A batch record review of lot c153 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. A corrective and preventive action was initiated for complaint category, drive tube leak/break. No CAPA was initiated for complaint category, alarm #7: blood leak (centrifuge alarm). Product return analysis feedback: a photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed that a leak occurred. The photos also showed that the upper bearing stop had been moved out of position on the drive tube indicating it had delaminated. A review of the device history record did not identify any related nonconformances. The root cause of the reported leak was determined to be delamination of the bearing stop from the drive tube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing the leak. CAPA (B)(4) was initiated to address several potential root causes of drive tube delamination. In addition, a manufacturer CAPA was opened to further investigate bearing stop delamination. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Not returned.